Event description:
An impella cp device was inserted via the left femoral artery in a 67-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. Extracorporeal membrane oxygenation was in place prior to impella implantation and served as the primary hemodynamic support device, with the impella utilized for left ventricular venting. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, limb ischemia was observed, with onset reported after repositioning and unit insertion. The bedside nurse reported absence of distal pulses in the affected limb while the impella cp device was in place. Due to the presence of limb ischemia, the device was explanted. Following device removal, pulses returned as confirmed by doppler assessment. No additional complications involving the limb were reported by the bedside nurse. While on support, the impella cp device was operating at performance level 4 with expected flows of approximately 2.3 liters per minute. The purge solution consisted of dextrose 5% in water. The patient survived to explant with no additional adverse events reported. Limb ischemia is a known potential complication associated with large-bore arterial access and may be influenced by compromised distal perfusion in the setting of cardiogenic shock as the patient presented in society for cardiovascular angiography and interventions (scai) shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.